Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) level that ranged from being displayed as "low" (specific value not provided) and 512 mg/dl. Customer consumed carbohydrates to address low bg or used a manual injection to address high bg. During troubleshooting with tandem technical support (tts), it was discovered that the customer¿s weight setting was inputted incorrectly. Tts advised that the pump algorithm uses weight information to adjust insulin and assisted customer with updating pump settings to address the event.